Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.3, laboratory inr: 2.3, therapeutic range: 2.0 - 3.0. The time between testing was thirty (30) minutes. The caller reported that she "milked" her finger after the fingerstick. This is considered an improper technique when performing the inratio testing. Additionally, the customer noted that there were no line breaks or bubbles in the channels, but the blood seemed to move up the channels very slowly after it had been applied. She was not confident about whether or not the blood had been placed directly in the sample well or if her finger had touched. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. Although improper technique was identified in the complaint, this could not be ruled out as a cause of the unexpected result. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.